Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning of the executed trajectories. It was reported that the left l5 screw looked lateral and all of the other screws were off when compared to the plan. L5 left was planned with a significant lateral skiving potential. Confirmation images were provided in the export file, showing l5 left to be lateral. As all other trajectories were accurate, platform or patient shift are ruled out. The log files show no indication of excessive force applied on the surgical arm. After ruling out registration shifts and platform/patient shift, analysis concluded the root cause of the deviation of the l5 left trajectory is lateral skiving of the tools on l5 left. L5 was ultimately accurate after changing its plan, corroborating skiving potential in planning to be the root cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a surgical procedure to treat degenerative discs with fixation. It was reported that planning was completed prior to the procedure and reviewed by the surgeon. A schanz pin was placed in the right psis and connected to the bone mount bridge to mount the surgical system to the patient during a l4-l5 xlif procedure with psf. The mount was selected based on clinical indication and surgeon preference. Registration was successfully completed with green values. The surgeon executed all four trajectories. Once the k-wires were placed, lateral images were taken and confirmed. No ap images were taken. The surgeon then placed the screws and did the compression while placing rods. Ap and lateral images were taken and left l4 was lateral to plan. No troubleshooting was done as the surgeon decided the screw had good purchase and was still safe in that position. The cause of the deviation was not determined. There was no patient harm and the procedure was delayed less than an hour.